Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female underwent primary breast augmentation with a mentor smooth round moderate profile 125cc saline prosthesis. On (B)(6) 2018 left sided deflation was noted at a physician consultation. As a result, an explant was scheduled for (B)(6) 2018.

Manufacturer narrative:
Additional information was received on 6/5/2018. On (B)(6) 2018, the device was explanted and replaced with a mentor smooth round moderate profile 125cc saline prosthesis. The prosthesis was filled to 150ccs. The explanted device was confirmed to be deflated, as it appeared intact, however, when it was weighed volume loss was evident. The mentor failure analysis lab has received the device for evaluation on 6/11/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 6/26/2018. Device evaluation summary: it was reported that a (B)(6) year-old caucasian female underwent primary breast augmentation with a mentor smooth round moderate profile 125cc saline prosthesis. On (B)(6) 2018 left sided deflation was noted at a physician consultation. The device contained no fluid, upon receipt by mentor. No foreign material was observed within the device or on the shell surface. During visual examination, the product evaluation team observed the device appears intact. Leak testing was performed in accordance with mentor procedures and revealed no leakage. No anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release. The complaint of deflation was not confirmed since no anomalies were found on the reported device. No corrective action is required since there is no evidence that the failures modes are related with manufacturing or product design. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).